Event description:
The hcp reported the pt had their pump replaced approximately a year ago due to infection. No symptoms or specific details were provided. Additional info has been requested but was not available on the date of this report.